Event description:
It was reported that multiple intermittent malfunction alarms occurred. Reportedly, the pump had been dropped prior to the malfunction occurring. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 86 mg/dl.